Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, (B)(6) 2007. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited a slow steady rise in impedance on the low-voltage portion of the lead resulting in an alert being triggered. The lead also exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.